Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 257 mg/dl, which was treated with manual injection. Troubleshooting was not performed during phone call because the customer stated that the alarm was resolved by changing the infusion set and the reservoir. The customer stated that this was a reoccurring issue; the insulin pump would alarm no delivery, the customer would change the infusion set and the reservoir, the alarm would clear and then reoccurred the next day. And at times the date and the time of the insulin pump had to be changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.